Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the device evaluation found the following: the suction cylinder had no color, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to a crack the plastic distal end cover had a snag on it, the light guide lens had a crack, the adhesive on the bending section cover rubber was detached, and the universal cord had a scratch. The investigation is ongoing and follow-up with is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the suction valve of the gastrointestinal videoscope broke off and the rest of the valve got stuck. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the suction cylinder had foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.